Event description:
It was reported that after a supply change, the cartridge disconnected from the ilet when the user stood up and the user had also re-seated a partially deployed infusion set needle. The event involved improper connection of the infusion set/cartridge and user handling of the cannula, with blood glucose measured at 241 mg/dl before troubleshooting and no alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with failure to follow instructions, specifically incorrect connector orientation and a reinserted infusion set, with no device problem found and the cannula implicated. The user was educated on correct connection and locking of the connector, instructed to replace the infusion set if displacement occurs, and guided to rewind, replace the cartridge, and fill tubing; insulin delivery was resumed and glucose returned to range. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.